Event description:
Nurse inquired on how to shut off customer's insulin pump due to customer going through diabetic ketoacidosis. Nurse did not have insulin pump information. Nurse was instructed on how to zero the basals. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.